Event description:
Patient was coding with bp in 70's. Was infusing dopamine rapidly when pump began beeping. Display stated infusion complete. Also showed 80 and 15 on the display. Pump could not be silenced except by disconnecting power cord.